Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced foreign matter in tube; biological and non-biological, shield/cap/ stopper is different color/shade or faded. The following information was provided by the initial reporter. The customer stated: lot.0316355 balck piont = 1 sp / lot.0316352 balck piont= 2 sp / lot.0345768 lid tube is wrong color = 3 sp.

Manufacturer narrative:
Investigation: no samples and 35 photos were returned by the customer in support of these complaints. Visual examination of photos was performed and revealed additive abnormality, damaged eps tray, and incorrect color of shield. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0316352, medical device expiration date: 2022-03-31, device manufacture date: 2020-11-11. Medical device lot #: 0345768, medical device expiration date: 2022-04-30, device manufacture date: 2020-12-10. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced foreign matter in tube; biological and non-biological, shield/cap/ stopper is different color/shade or faded. The following information was provided by the initial reporter. The customer stated: lot.0316355 balck piont = 1 sp / lot.0316352 balck piont= 2 sp / lot.0345768 lid tube is wrong color = 3 sp.